Event description:
The 3m/kci corporation utilize latex rubber bands to secure the cords to their negative pressure units e.g. The v.a.c. Ulta therapy system. There is no reference to this in any associated paperwork. FDA safety report ID # (B)(4).